Event description:
It was reported that the right ventricular lead exhibited noise, an increased capture threshold, and a sensing anomaly. An x-ray revealed an insulation anomaly. The lead was explanted and replaced. The patient was in good condition following the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Insulation damage was noted at 22.5-24.8 from the connector pin consistent with clavicle crush damage. The etfe coating of all the conductor cables were abraded and the inner coil was exposed at this location. This is consistent with the observation from the field of unacceptable threshold and sensing anomaly.